Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient noticed a cracked display on the ilet insulin pump shortly after training, with no reported impact to blood glucose and no adverse events. Symptoms included no clinical effects. Outcomes included device replacement and recommendation to use backup therapy and continue cgm use until the replacement arrived. Investigation included collection of photos and arrangement for device return, along with guidance to shut down the device to avoid further alerts and to perform standard startup on the replacement as data would not transfer. Investigation of this device revealed physical damage to the display consistent with a cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s display component.